Event description:
During a lap tubal ligation procedure, they inserted the trocar, they removed obturator, the plastic diagphram popped out, retrieved. They took out the trocar and used a new trocar to complete the case. No patient consequence.